Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in-clinic device interrogation, the right ventricular lead exhibited oversensing of myopotential signals. The device was reprogrammed. The patient would continue to be monitored.